Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient reported no symptoms regarding the event. The cause for the catheter being coiled was the patient experienced a 90+ weight loss and the physician reported that the pump lost its anchoring sutures in the pocket resulting in the pump flipping multiple times.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-jun-2024, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (gablofen) 1000 mcg/ml at 80.1mg via an implantable pump for unknown indication for use. It was reported that there was a pump flipped and coiled catheter causing it to break (damaged catheter). Actions/interventions taken to resolve the issue included a catheter revision ( 27.9 cut pump segment and 30.7 cut spine segment). The issue resolved with patient's status being "alive-no injury". The patient's weight was 123 kg and patient's medical history was asked but made unknown.